Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient having trouble in reaching target of 33c and also stated work to cool was showing on display. The patient temperature was 34c, the target temperature was 33c, the flow rate was 2.1lpm and the water temperature was 5.2c. The patient was 104 kg with medium pads in place and discussed proper pad coverage. For now, the user would add universal to abdomen. It was also advised to rule out patient sources of heat generation of which they noted none and would call back if the addition of universal pad or change to large/universal did not get patient to target. Per follow up via ibc on nurse on (B)(6)2021, the user placed abdominal pad and issue was resolved. The patient completed therapy and device was kept in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient having trouble in reaching target of 33c and also stated work to cool was showing on display. The patient temperature was 34c, the target temperature was 33c, the flow rate was 2.1lpm and the water temperature was 5.2c. The patient was (B)(6) with medium pads in place and discussed proper pad coverage. For now, the user would add universal to abdomen. Also advised to rule out patient sources of heat generation of which they noted none and would call back if the addition of universal pad or change to large/universal did not get patient to target.